Manufacturer narrative:
On 5/5/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis found the device appears in normal condition. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure when doing standard examination, pericardial effusion was discovered. There were no visible signs on the patient. Pericardial effusion was confirmed on intracardiac echocardiography (ice). Pericardiocentesis was done to remove 80ml of fluid from the pericardial space. Patient¿s condition improved and was reported in stable condition. Prolonged hospitalization was required for monitoring. Device evaluation details: the catheter was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection, electrical, generator, c3 piu system, spi screening, deflection, and irrigation test of the returned catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the device. Electrical, generator, c3 piu system, spi screening, and flow testing were performed, in accordance with bwi procedures and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure when doing standard examination, pericardial effusion was discovered. There were no visible signs on the patient. Pericardial effusion was confirmed on intracardiac echocardiography (ice). Pericardiocentesis was done to remove 80ml of fluid from the pericardial space. Patient¿s condition improved and was reported in stable condition. Prolonged hospitalization was required for monitoring. Transseptal puncture was done with a st. Jude medical brk-1 needle. There was no evidence of steam pop during the ablation. Catheter irrigation was set at 15ml/min. Correct catheter settings were selected on the generator. The pump was switching from low to high during the ablation. No error messages were observed. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2mm range, 3 sec time, force over time (fot) 25% 3g and visitag size of 3. Tag index was used as coloring option. The physician is unsure at what phase of the procedure the issue occurred but believed it could have occurred during the transseptal puncture; however, since the event was discovered at the end of the procedure after ablation therapy had been already applied, the bwi ablation catheter cannot be excluded; therefore, this event is being conservatively coded and reported against the thermocool® smart touch® sf bi-directional navigation catheter.